Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 246 mg/dl. Customer declined to troubleshoot for high blood glucose, stating he was sick with a fever and it was difficult to keep his blood glucose down. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.